Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage was found. A 2.50x24 liberte' monorail coronary stent was going to be used to treat the mildly tortuous mid left anterior descending artery. When the physician was unpacking the package, he found proximal stent damage. The procedure was completed with another of the same device. The pt status is listed as stable with no complications reported.